Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing during an episode of ventricular fibrillation (vf). It was additionally noted that the right atrial (ra) lead exhibited high threshold. The rv and ra leads remain in use. No patient complications have been reported as a result of this event.